Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Initial information indicates the cryolife representative had a pearl 8.0 demo handpiece that fell apart at the tip. The handpiece was not used in a patient.

Manufacturer narrative:
Initial information indicates the cryolife representative had a pearl 8.0 demo handpiece that fell apart at the tip. The handpiece was not used in a patient. The handpiece was returned and visually inspected. The distal tip was found to be disconnected from the shaft of the handpiece. A kink was noted on the distal tip. It appeared to be located where the tip would connect to the guideshaft, representing an area where the tip may have bent; however, it did not line up exactly with the edge of the guideshaft when the tip was placed back on the shaft. The inside of the distal tip was then examined to see if there was evidence of why the tip would have separated from the guideshaft. Adhesive could be seen inside of the tip. The handpiece was further dismantled to examine the stainless steel rod portion of the guideshaft. Adhesive was seen on the steel; it appeared to have dripped down the rod past the point where the distal tip would be connected. Residual adhesive was also seen inside the guideshaft. It was uncertain if there was a manufacturing issue or if the damage occurred due to handling and storage conditions of the demo handpiece. As a root cause of the broken handpiece and disconnected distal tip could not be determined, the handpiece was returned to the manufacturer for further evaluation. Records were reviewed and all approved handpieces went through final testing and quality inspections. The pearl-8.0 handpiece product line has since been discontinued.

Event description:
Initial information indicates the cryolife representative had a pearl 8.0 demo handpiece that fell apart at the tip. The handpiece was not used in a patient.